Event description:
Healthcare professional (hcp) reports six incidents of blood leaks with the psn 210 dialyzer. Four incidents occurred in 2/2001 and two incidents occurred three days later. All of the incidents occurred at the start of the pts' treatments and were noted with leak alarms. Blood leaks were verified visually in dialysate and with positive hemastix. Blood was not returned to any of the pts, with an estimated blood loss of 200cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.